Event description:
It was reported a home patient (hp) received a system error (se) 2240 (air in line) alarm on the homechoice (hc) while connected to with an hc automated pd set with cassette during dwell one. The hp forgot to close the clamp on a spare supply line causing the alarm. During troubleshooting, the technical service representative (tsr) assisted the hp to clear the alarm and reviewed proper setup procedures with the hp. The patient completed therapy with new manual supplies. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.